Manufacturer narrative:
Stretcher was located in repair shop. Left head and foot casters were not holding. Repair not yet complete.

Event description:
Info received that the left head and foot casters were not holding. No injury reported.